Event description:
It was reported that a shocking or jolting sensation occurred at the implantable neurostimulator location and left and right legs. Also, reported was painful stimulation in the wrong location. The patient was advised to turn stimulation down and off. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Recharger model 37752, serial # (B)(4), implanted: na, explanted: na, patient programmer model 37743, serial # (B)(4), implanted: na, explanted: na, extension model 37081, serial # (B)(4), implanted: 2010-(B)(6), explanted: unk, lead model 39565, lot # v437270016, implanted: 2010-(B)(6), explanted: unk, extension model 37081, serial # (B)(4), implanted: 2010-(B)(4), explanted: unk.